Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is most commonly attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument broke off into the patient. The item was retrieved without any harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were retrieved and it was confirmed by aligning the instrument with the fragment. No medical intervention nor post-operative test were required to address the issue. The instrument was inspected prior to use and the issue occurred upon first use/ insertion of the instrument. The instrument did not collide with anything. The instrument was straightened out and removed from the patient. The procedure was completed with no patient injury.